Event description:
The instrument was used during the procedure and set aside, still connected. After approximately 15 minutes the tubing blew. The patient was still in the room, procedure was on-going. No patient or facility personnel injury. No delay of surgery. The damage is on the clear side of the tube.

Manufacturer narrative:
Device will be forwarded to manufacturer for evaluation.